Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 98 mg/dl, 327 mg/dl, 161 mg/dl on the advantage system compared back to back with a result of 70 mg/dl on the doctor's system when testing was performed within 10 minutes. Reporter stated that within 10 minutes of last result obtained on the advantage system of 161 mg/dl, another lab result of 52 mg/dl was obtained. Reporter stated at a different time, a result of 598 mg/dl was obtained within 10 minutes of a result of 203 mg/dl on the same advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.